Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use cardiosave intra-aortic balloon pump (iabp) had two system over temp alarms and shut off. In both occurrences the pump functioned after it was restarted. There was no injury or harm. After second occurrence, the cardiosave was changed with another pump. However, the patient had been slightly tachycardic but no other alarms were reported.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, g7, h2, h3, h6 ( type of investigation, investigation findings, investigation conclusion), h11 corrected fields - e3, h6(health effect ¿ clinical code) a getinge field service engineer (fse) was dispatched to investigate the issue. The fse stated that the user manual states that when the alarm is displayed, to turn the unit off for 10 minutes and then turn it back on. The fse inspected the unit and was unable to duplicate any issues. The fse let the unit run for an hour and a half, and there were no alarms or messages displayed . After completing all tests successfully, the unit was then returned to the customer for use.

Event description:
N/a